Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was implanted in the patient. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per dfu and continuous flush was maintained throughout the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported issue.

Event description:
It was reported that during the procedure, resistance was encountered when advancing the subject coil in the microcatheter tip. Pushing and pulling of the subject coil were reported a few times and the physician was able to place the coil into the target site; however, the coil was prematurely detached without using the detachment system. The physician removed the delivery wire and a guidewire was inserted to make sure the coil was not stuck inside the microcatheter. The microcatheter was removed and the procedure was completed successfully with other products. There were no patient clinical consequences reported.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during the procedure, resistance was encountered when advancing the subject coil in the microcatheter tip. Pushing and pulling of the subject coil were reported a few times and the physician was able to place the coil into the target site; however, the coil was prematurely detached without using the detachment system. The physician removed the delivery wire and a guidewire was inserted to make sure the coil was not stuck inside the microcatheter. The microcatheter was removed and the procedure was completed successfully with other products. There were no patient clinical consequences reported.